Event description:
It was reported that a scoliosis case utilizing the reform pedicle screw system was performed on (B)(6) 2019 in the dominican republic. Upon final torque application of a reform locking screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was easily removed and the procedure was completed utilizing a second driver readily available, with no injury to the patient and no delay to the procedure.

Manufacturer narrative:
Evaluation - requested return of the torque handle used in this case, for torque testing to confirm whether it is still within torque specifications. Torque evaluation performed upon receipt of the 39-ch-0008 found the required torque specification of 106 in/lbs +/-10% to be out of specification, with the torque releasing at an average of 81.539 in/lbs. In addition, it would not retain the driver nor would it ratchet. It was noted that this driver was sold to surgical solutions on (B)(6), 2016, so it is not unreasonable to assume that it has been in use in excess of 2 years. The driver's fractured surface was examined with the aid of a 5x loop, and the fit of the driver with the returned torque handle was assessed. The driver tip fracture is non-planar, and the torque handle accepts but does not retain the driver. The cause for the failure cannot be determined from the complaint, but the condition of the torque handle cannot be ruled out as a contributing factor since it is unable to retain the driver and its torque reading is abnormally low. No corrective actions are being recommended due to the abnormal condition of the retuned handle associated with this complaint, and due to the low failure rate. The condition of the torque handle is attributed to normal wear and tear without recommended torque calibration. IFU lbl-IFU-011 reform pedicle screw system states under special note for torque limiting handles; "(this note only applies to customers who purchase torque limiting handles). The following are suggested guidelines for calibration cycles of torque limiting handles. Note that these are general recommendations only and users are encouraged to determine specific calibration cycles for each product depending on their particular situation or usage. Return product after six months of use or, after 150 autoclave cycles or, after approximately 300 actuations (clicks) whichever comes first." This IFU is provided with the purchase of associated torque limiting handles.

Event description:
It was reported that a scoliosis case utilizing the reform pedicle screw system was performed on (B)(6) 2019 in the dominican republic. Upon final torque application of a reform locking screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was easily removed and the procedure was completed utilizing a second driver readily available, with no injury to the patient and no delay to the procedure.

Manufacturer narrative:
D4 catalog number - initial report was filed with a catalog number of 39-sp-00060 corrected to 39-rd-0060.

Manufacturer narrative:
Occupation: distributor. Evaluation - information provided indicates that the product is available for evaluation but has not yet been received. Once received and investigation is complete, a follow-up medwatch report will be submitted. Review of device history records found 20 pieces of lot 3291mm were released for distribution on 1/19/2015 with no deviations or anomalies. Two-year complaint history review (4.30.2017-4.30.2019), found one previous report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for the reported part number.

Event description:
It was reported that a scoliosis case utilizing the reform pedicle screw system was performed on (B)(6) 2019 in the (B)(6). Upon final torque application of a reform locking screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was easily removed and the procedure was completed utilizing a second driver readily available, with no injury to the patient and no delay to the procedure.